Event description:
The baxter product analysis lab technician reported a colleague infusion pump which alarmed for air in line. It was determined from the device event log that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Upon further review, this complaint was determined to not be reportable. Therefore, the initial report is being retracted.

Event description:
It was reported that during the implant attempt, the lead had positioning difficulty. It was further reported that after 4 attempts, the helix would not fully retract. The lead was not implanted and a new lead was used. No patient complications reported as a result of this event.it was reported that during the implant attempt, the lead had positioning difficulty. It was further reported that after 4 attempts, the helix would not fully retract. The lead was not implanted and a new lead was used. No patient complications reported as a result of this event. August 10, 2010 update: it was reported by the rep that the devices listed on the return product sheet received 28-jul-2010 were actually products that were implanted. The lead, (B)(4), that was returned with this paperwork was the lead that event describes. No new patient information received.